Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. It is unclear when the alleged inaccuracy issue started. The reporter claimed that the subject meter was reading inaccurately between 4pm and 6pm on (B)(6) 2018, when the patient obtained alleged inaccurately erratic blood glucose results of ¿240 and 170 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining alleged inaccurate results. He reported that on (B)(6) 2018, the patient was ¿vomiting¿ and was taken to the emergency room where a blood glucose result of ¿400+ mg/dl¿ was obtained on the ER/hospital meter between about 6pm and 7pm on (B)(6) 2018. The reporter stated that the patient was treated with IV insulin (3 ccs per hour) by the healthcare professionals. At the time of troubleshooting, the cca confirmed that the meter was set to the correct unit of measure. The reporter indicated that the patient had used an approved sample site to obtain the blood samples. He confirmed that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. He described the correct testing steps. The reporter did not have testing supplies to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Vomiting requiring hcp intervention, while using the meter.